Event description:
Baxter affiliate reports 4 incidents of difficulty in removing residual sterilant from the syntra 120 dialyzer during reuse procedures. No patient injury or medical intervention reported per national complaint coordinator.